Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window.the allegation was confirmed.the probable cause was the transmitter and app were unable to establish a connection.no injury or medical intervention was reported.